Event description:
Customer received an open package. The item was damaged. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the open package was caused by an improper seal in the packaging area. The gamma set screw shows an insignificant burr on the first thread of the screw. This burr does not reduce the function of the set screw. This event is an isolated indicent.